Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that abnormal measurements were noted when it comes to this device and competitor right ventricular lead. The device was reprogrammed and remains implanted. No adverse patient effects were reported.